Event description:
3-18-96 dr discharged pt from gi lab with knowledge of perforation times 5 (o2 in gi lab less than 90.) Pt back to gi lab on request of spouse due to severe pain & gray color in face. Abd xray's ordered & showed free air. Pt condition unstable. Dr elected to transfer pt to a non provider hosp at 4:30 pm. Dr could have transferred pt to nearest hosp, in 5 min, where he also was on staff, and the surgeon called in already was at the hosp. Pt had to wait at hosp until 10:00 pm for surgeon, dr to arrive. After surgery ie removal of colon, pt was not closely observed to note o2 down 80% for several hrs. Pt developed respiratory failure, cong heart failure and ards on vent in ICU for several days w/chest xray's showing more lung involvement daily, mentally incompetent for one week after removal from vent.